Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected frozen screen noted and the insulin pump passed self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was unable to exit from their max fill screen. Customer's blood glucose was 313 mg/dl. It was found the customer had treated their blood glucose with a bolus delivery. Customer also reported their buttons were not responding. Customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.